Event description:
Per the account, during a case, the patient had a csf leak and the device was inaccurate. The surgeon was unclear if the device was the cause of the csf leak. The patient was sent to a hospital for further evaluation. Per the account an additional surgery was required to repair the csf leak. The additional procedure to repair the csf leak was completed successfully without a surgical delay; medical intervention or adverse consequences reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the account, during a case, the patient had a csf leak and the device was inaccurate. The surgeon was unclear if the device was the cause of the csf leak. The patient was sent to a hospital for further evaluation. Per the account an additional surgery was required to repair the csf leak. The additional procedure to repair the csf leak was completed successfully without a surgical delay; medical intervention or adverse consequences reported.